Manufacturer narrative:
(B)(4). The customer returned part of the body of a 2-lumen catheter. The sample was the distal portion of the catheter body. It had been cut off at the 30cm mark. The proximal portion of the catheter, including the extension lines, were not returned. Complaint verification testing could not be performed as only the distal portion of the catheter body was returned. A device history record review was performed and it did not reveal any manufacturing related issues. The probable cause of the extension line leak could not be determined based upon the information provided and without a complete sample.

Event description:
The customer alleges that the extension line was found kinked and the medical agent was leaking from that point. The catheter was replaced. No patient injury or delay in therapy.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the extension line was found kinked and the medical agent was leaking from that point. The catheter was replaced. No patient injury or delay in therapy.